Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed error code 14 when turned on. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
It was reported before use on that the cardiosave intra-aortic balloon pump (iabp) code 14 occurred when unit was turned on. No patient involvement. A getinge field service engineer (fse) arrived onsite to a code 14 after turning it on. Adjusted the regulators to the high side of the spec as the vac was sitting at -290 and the pressure was at 392. Adjusted to the high side of the spec to -299. After adjustment fse ran the unit at 130 bpm for 30 min, turned it off and back on to a low vac reading. Removed and replaced the compressor as required. Ran unit for an additional 30 min at 130 bpm. Completed system checkout and repair with all functional and safety tests per manufacturer specifications. Unit returned for clinical use.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) displayed error code 14 when turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, e3, g3, g6, h2, h3, h10, h11. Corrected fields: h6(health effect ¿ impact codes).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a